Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 350cc saline prosthesis, catalog #3501655, serial (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with mentor smooth round moderate profile 350cc saline prostheses. Each prosthesis was filled to 380ccs. Right sided baker¿s grade ii capsular contracture, left sided deflation, and an 8mm left sided mass was reported post procedure. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 350cc saline prosthesis was performed on (B)(6) 2017. Each prosthesis was filled to 390ccs. Complete deflation of the left prosthesis was confirmed during the replacement. Capsulotomy was performed on the left side, and none was required on the right. No procedural complications were noted. Mentor became aware of the left sided deflation on (B)(6) 2017, and it was reported in a periodic summary report on (B)(6) 2018. Mentor first became aware of right sided issues on (B)(6) 2018. For this reason, the report for this additional product is being submitted using current reporting requirements.

Manufacturer narrative:
The device history record (DHR) for the lot number 6750810 was reviewed on 6/20/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).